Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06431. It was implanted with two leads from the same lot number. It was reported, the patient is having his scs system removed. The reason for the explant is unknown at this time.